Event description:
(B)(4) trial. Same case as MDR # 2134265-2013-06998. It was reported that a transient slow flow phenomena occurred. In may 2010, the patient was diagnosed with stable angina (ccs class: and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in distal right coronary artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was predilated with a 2.5mm x 12mm apex balloon catheter. Then a 2.75mm x 16mm taxus liberte study stent was deployed with 0% residual stenosis. Following predilation and stent implantation, the patient developed transient slow flow phenomena which was treated by administration of intracoronary nitro and intracoronary nipride. Six days post- procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).